Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported rate inaccuracies with the alaris devices occurring in the oncology department. It was reported that 24 hr. Methotrexate infusions ( using chemo short sets) are the most problematic with remaining medication when the vtbi has reached zero with 6 hrs. Of a 24 hr. Infusion."the nurses will check the remaining vtbi and if needed will adjust or increase the rate to deliver of the remaining medication."